Event description:
It was reported a (B)(6) was performed on (B)(6) 2012 to check if the catheter was working; it was determined the catheter was working fine. Following the study, the health care provider (hcp) wanted to give the patient a ¿test bolus¿ to see if the patient responded because she ¿was not getting good results, the type of result that you would expect. Less effect for a couple weeks¿. The device system was used to deliver morphine, clonidine and bupivacaine. It was later reported, the patient had a two year history of inadequate pain relief ¿recalcitrant¿ despite pump therapy. The patient reportedly got little relief. A new health care provider (hcp) took over the patient¿s care and was doing a dye study and ¿kind of¿ a drug trial through the catheter access port (cap) on (B)(6) 2013. It was reported ¿we think either the patient is extremely hyper analgesic or we¿re going to obviously document the catheter where it needs to be¿. The device system at the time of this report was used to deliver morphine. It was later reported post dye study, the results were negative. Everything looked great and the catheter was where it should have been. The hcp had aspirated 2 ml, performed the dye study and then put ¿diluted down to 1cc dilaudid¿ with a syringe through the cap ¿just to see if she would react to some medication. So he was kind of doing a modified pump study¿. The hcp then wanted to prime just the catheter and put the pump to minimum rate and then later in the day would change it back to simple continuous if he decided to. The hcp believed the dilaudid that was injected into the cap was ¿flushed all the way¿ and therefore, wanted the catheter to be primed to the tip. The hcp wanted the priming done to ensure the 0.1 cc of dilaudid was totally in the intrathecal space. The plan was to prime the catheter and after ten minutes ¿after the prime time then kick it in and we analyze the pump and just go down to minimum rate if the hcp wants¿. It was later reported, the patient went into atrial fibrillation and was sent to the emergency room where she then went back into sinus. No further information was provided.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).